Manufacturer narrative:
Siemens has investigated the incidence of over recovery of patient samples and quality controls on the immulite/immulite1000 androstenedione assay lot number 409 and above, and immulite 2000/immulite 2000 xpi androstenedione assay lot number 314 and above. Siemens has confirmed that these lots are linear up to a concentration of 5.5 ng/ml, instead of the 10 ng/ml as stated in the instructions for use (IFU). Quality control materials at concentrations between 5.5 ng/ml and 10 ng/ml will detect this issue. An urgent medical device correction (umdc) 2013-12-19 was sent to us customers and an urgent field safety notice (ufsn) 4008 was sent to ous customers in (B)(6) 2013. The umdc and ufsn state that customers are requested to use quality control materials with at least two levels having concentrations less than 5.5 ng/ml, and that patient values >5.5 ng/ml should be verified using an alternate method.

Manufacturer narrative:
The original MDR 2432235-2014-00057 was filed on january 17, 2014.additional information (1/27/14): based on a look back it was noted that this MDR was filed in error as part of the field action for androstenedione, (B)(4). The results reported on androstenedione patient samples were obtained on an alternate platform and not a siemens healthcare instrument or assay.

Event description:
The customer observed high bias on patient samples when using the immulite 2000 androstenedione assay. The customer ran the patient samples on an immulite 2000xpi instrument. The customer stated that the androstenedione results did not match the testosterone results, which were within normal range. There are no known reports of adverse health consequences due to the high bias on patient samples when using the immulite 2000 androstenedione assay.